Manufacturer narrative:
Medical device lot #: an invalid lot # of 22085332 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module set experienced overinfusion. The following information was provided by the initial reporter: alaris pump machine had a malfunction. One is over infusion. The nurse set the fluid (smof lipids) 62ml at 5.1ml per hour to run for 12 hours, she started at 9pm then the machine shows also right amount it infuses but the dropping is very fast that it only takes 3 hours or by 12am that 62ml was already consumed that must be consumed by 9am. Nothing happened to the patient but it is very dangerous.

Event description:
It was reported that the bd alaris pump module set experienced overinfusion. The following information was provided by the initial reporter: alaris pump machine had a malfunction. One is over infusion. The nurse set the fluid (smof lipids) 62ml at 5.1ml per hour to run for 12 hours, she started at 9pm then the machine shows also right amount it infuses but the dropping is very fast that it only takes 3 hours or by 12am that 62ml was already consumed that must be consumed by 9am. Nothing happened to the patient but it is very dangerous.

Manufacturer narrative:
H.6 investigation summary: a 2203-0006 product was not available for investigation; and although a lot number was provided, this did not match any products from this manufacturing site. Feedback provided by the customer indicates that 62ml of lipid solution was to be infused at a rate of 5.1ml per hour; the infusion was supposed to last for 12 hours, however the lipid solution was consumed within 3 hours. Further information provided indicates that no obvious signs of damage were observed which could have contributed to the customer's experience. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.